Event description:
It was reported that a patient underwent an unknown cervical procedure. At an unknown time post-op, it was reported that the cable broke. The patient underwent MRI examination and at this time, it is unknown if there will be a revision performed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.